Manufacturer narrative:
The referenced previously reported pump stoppage was reported under medwatch MFR report # 2916596-2016-00952. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages occurred while the system controller was connected to the power module. The patient was asymptomatic. The patient did not remember if a non-grounded power module patient cable was in use at the time of the event. Due to previously reported pump stoppages, the patient had been provided a non-grounded power module patient cable for use with the power module in (B)(6) 2016. The manufacturer¿s technical services representative preformed a distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 16 inches of the distal end portion of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. Breakdown of the metal shielding was identified at approximately 11 inches from the metal connector. Visual inspection identified a breach in the insulation at approximately 11 inches from the metal connector on the red wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying red wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. Review of the submitted system controller log file showed low speed operation, pump stops and driveline disconnected alarms which appeared to occur while the system was operating on the power module. The log file evaluation could not conclusively determine the specific cause for these events; however, the data recorded in the patient¿s system controller event history appeared consistent with a potential driveline issue. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.